Event description:
The customer reported that the device failed to power up completely and that the therapy knob was giving the wrong readings. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up completely and that the therapy knob was giving the wrong readings. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.